Event description:
Uneventful cardiac catheterization performed at (B)(6) by dr. (B)(6), then with (B)(6) mid-atlantic region. A terumo angio-seal vascular closure device was deployed to right femoral artery. I was told that placement was verified by fluoroscopy. Within an hour, while in recovery area, I experienced severe pain in my right gastrocnemius muscle. Np in charge looked and told me that I had a cramp from lying in one position too long (following catheterization, patient is not supposed to move to prevent bleeding from opening in femoral artery). I was discharged in great pain and was barely able to walk. Later that evening severe pain continued. I was seen by the urgent care staff at (B)(6) facility in (B)(6). Since no arterial ultrasound was available, I was sent home and told to report to (B)(6) vascular facility in (B)(6) the next morning. Femoral arteriogram revealed blockage of one branch of my right femoral artery depriving my gastrocnemius of blood flow. I was then directed to (B)(6) and admitted overnight for observation and administration of a heparin drip. Overnight, the pain subsided somewhat and I was able to walk, with difficulty, to the toilet. I was discharged the next day, (B)(6) 2018, and my new cardiologist dr. (B)(6) followed me closely for several months. My ability to walk normally gradually returned over about 3 months time. Especially being a former FDA regulatory officer, I know the importance of adverse event reporting. I asked dr. (B)(6) a number of times to report the incident but I doubt that he did. You may wish to check the data base. I have since been told that analogous adverse reactions with the angio-seal device are common (perhaps 3-5% of patients). However, for all the reasons of which you are aware, few of these are reported to the FDA. FDA safety report ID#: (B)(4).